Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited two system malfunction alarms while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited system malfunction alarms, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited two "system malfunction" alarms while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. Companion 2 driver s/n (B)(4) was returned to syncardia for evaluation. Visual inspection of the interior of the driver did not reveal any anomalies. The patient file was copied and reviewed, which revealed five "system malfunction" alarms. This confirmed the customer reported issues. The main buffer pressure sensor voltage was found to be out of the specified range. This indicated a malfunction of the manual pressure regulator, which caused an increase in the airflow to the main tank. This caused the "system malfunction" alarm for an over pressurized main tank to be triggered. Syncardia has initiated a corrective action (CAPA) to address the issue of manual pressure regulator failures. The investigation is in process. Potential corrective actions will be evaluated when the root cause investigation has been completed. The driver was in patient use at the time of the customer experience. Despite the customer reported "system malfunction" alarms, the companion 2 driver continued to perform its life-sustaining functions. There was no change in support to the patient, and the patient care was not impacted. The manual pressure regulator was replaced, the driver was serviced and passed all final performance testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.